Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 221 mg/dl, 660 mg/dl, and 648 mg/dl. Customer took humalog and re-tested 20 minutes later with result of 652 mg/dl. Customer went to the emergency room one hour later and tested in the 150's (mg/dl) on professional device; no medical treatment required. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during an embolization of the splenic aneurysm the physician chose to exclude the aneurysm and embolize the artery distal and proximal to the aneurysm (sandwich technique) due to a feeding artery that would have reperfused the aneurysm. Following deployment of the first three coils, the coils migrated distally toward the spleen. The spleen was partially embolized.